Manufacturer narrative:
Device not returned for evaluation; follow-up information from company representative.

Event description:
During a one-level kyphoplasty procedure at level t8, a blood vessel was nicked at the vertebral joint. The physician did discover the injury at the time, and the procedure was completed and the patient taken to the recovery. Later that day the pt was taken back into the or to have the vessel stitched. The pt was reported to be doing fine, with good clinical outcome.